Event description:
It was reported that a patient was undergoing an explant procedure because the patients pain came back and the physician wanted to implant a different size device but the procedure had to be aborted. The procedure was aborted because the physician was not able to remove the implant due to how the implant was positioned. The patient has been referred to a surgeon for a laminectomy.